Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg tube there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd vacutainer sodium fluoride: 3 mg. Na2 edta: 6mg tube there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Based on the investigation, a root cause could not be determined.